Manufacturer narrative:
Date of event: unknown; was noted at 4 weeks post op patient unable to adapt to lens. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 21.5 diopter intraocular lens (iol) was explanted due to patient not being able to adapt to the lens at 4 weeks post-op. The lens was replaced with a monofocal toric lens. No further information was provided.

Manufacturer narrative:
Corrected data: upon review of the initial MDR report indicated a diopter size of 21.5. To clarify this, when the serial number and diopter size were provided in a follow up the reporter indicated the diopter was a 21.5 however based on the serial number the actual diopter size is 21.0. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.